Manufacturer narrative:
Other text: device evaluation- the device was returned for evaluation. During testing the reported issue was confirmed- the device gave an error code 1720. The issue was determined caused by a problem with the backup capacitor. The cause of the component issue was not established.

Event description:
Information was received indicating that during bench testing of this smiths medical cadd legacy 1 pump, the pump exhibited error code 1720. It was reported that tech support confirmed that the device capacitor failure and needed repair. No patient involvement reported.